Event description:
The reporter stated that she had gotten the er1 message and retested, with a result of 470 mg/dl. She was experiencing light-headedness, and took her normal dose of oral medication. She stated that she did not seek medical advice or treatment as a result of the er1 message, but has kept in touch with her dr for her high glucose.